Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.

Manufacturer narrative:
Further information received from the patient confirmed that the devices revised in the reported surgery for MDR 1020279-2015-00795 were not smith & nephew products. Therefore, it is concluded that this report was filed in error.

Event description:
It was reported that a revision left arthrodesis knee procedure, removal of implants, and a patellectomy/hemipatellectomy were performed due to an unspecified candidiasis infection.